Event description:
It was reported that during pre-op for a generator replacement surgery due to battery depletion, high impedance was observed. The patient then underwent full revision surgery. It was reported that diagnostics were within normal limits the month prior and during the consultation. The explanted generator and lead have not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The explanted vns generator was received by the manufacturer. The vns lead has not been received by the manufacturer to date. Generator product analysis was completed. An end of service warning message was verified in the product analysis, or pa, lab and found to be associated with the output being disabled by the generator, which was due to the generator remaining programmed on post explant. Review of the internal generator data indicated post explant increased impedance. The combination of the high impedance value and output current setting post explant required a 'vboost' compliance voltage exceeding the maximum compliance voltage capability of the generator. The 'vboost' compliance voltage condition is an expected event due to the generator remaining programmed on post explant and is not considered a device failure. The pulse disabled byte would not reset and a system diagnostics test and the fet could not be performed. With the case removed and the battery still attached to the printed circuit board assembly, or pcba, the battery measured 2.14 v, which dropped below 2.00 v during a functional mode. Other than the noted events, there were no additional performance or other adverse conditions found with the generator.